Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Expiration date - ni. Manufacture date ¿ ni. Zimmer biomet (B)(4) and the package supplier are in the process of initiating modifications. This report is number 1 of 3 mdrs filed for the same event (reference 3006946279-2016-00243, 00244 & 00245).

Event description:
It was reported that the package was not fully sealed. There was no patient injury reported and another unit was available to complete the procedure without delay.

Manufacturer narrative:
This follow up information is being filed to relay additional information. UDI - (B)(4).